Manufacturer narrative:
Correction: unique identifier (UDI) # was updated in section d4.

Event description:
It was reported the patient received the following results within 15 minutes: 121 mg/dl, 282 mg/dl and 144 mg/dl.